Event description:
It was reported that patient difficulty charging the implantable pulse generator (ipg). The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.